Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the console generated a gas leak alarm frequently. The iab was removed and replaced. No alarm generated after the iab was removed. There was no reported injury to the patient.